Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machines were not working. A technical support specialist (tss) found that the service account had been locked. The customer¿s active directory team unlocked the account approximately one hour later. The customer will conduct an internal investigation to determine the cause of the account lockout. Permission to close the ticket was received from the customer. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the machines were not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.